Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in excellent condition. Customer?s reported issue was duplicated during power-up. Check syringe plunger sensor occurs when the plunger assembly is pushed all the way into the flange ear clip, the front flipper is false (rear flipper is true) as read in the digital sensors in biomed mode. Alarm occurs on start-up when one flipper is true, and one flipper is false. Base task timeout was not duplicated. The root cause of the reported issues was determined to be design related. Actions taken to mitigate the reported issue: changing the left plunger case provides better clearance of the flippers against the ear clip.

Event description:
It was reported that check syringe plunger sensor and base task timeout event occurred. No patient injury reported.